Event description:
Reportable based on analysis completed on 08/18/2009. It was reported that during a transarterial chemoembolization treatment procedure, difficulty loading a catheter onto a guide wire occurred. However, returned device analysis revealed the presence of foreign material located in the hub of the catheter. The physician was attempting to load an 18 renegade microcatheter onto a transend guide wire for delivery. The physician was not able to get the guide wire through the lumen of the renegade. Another 18 renegade microcatheter was used with the same guide wire to complete the procedure. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
The device was returned for analysis. Visual examination revealed a piece of blue foreign material in the hub. A 0.0184" mandrel was inserted through the proximal end of the catheter. Resistance was felt at the hub due to the piece of blue foreign material. The foreign material was removed and the mandrel was advanced from the distal to proximal end without any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, the root cause of this complaint is considered manufacturing. Through analysis, it was determined the foreign material found in the hub came from the tray in which the catheter is packaged. (B)(4).